Event description:
User facility reported: during a percutaneous coronary intervention (pci) procedure, which using the acist angiographic injection system, model cms2000, the physician placed a 4fr diagnostic catheter with bl 3.5 curve at approximately a 90-degree angle into the left main trunk, and during the third injection of contrast, a dissection of the aorta occurred. The dissection was stented and the patient was placed into ccu. Three days prior to event date, the dissection advanced to the aortic distal reference from the left main trunk during ccu hospitalization. Vascular surgery physicians conducted open heart surgery and the blood vessel was replaced with an artificial vessel. The surgery was reported as successful and the patient remains hospitalized in ccu in stable condition.

Manufacturer narrative:
The acist angiographic injection system, model cms2000 was requested by acist's another country distributor's service center to be returned for testing. There was no allegation of device malfunction by the hospital, so the hospital elected not to have the injector returned. The disposable kits used during the procedure were discarded by the hospital; therefore, no analysis can be performed on these items. Acist has also requested a copy of the cineangiogram of the event, but the hospital has elected not to provide this item. Although this event is not considered device-related, no definite conclusion can be made as to the cause of this event. This report is closed.